Manufacturer narrative:
Additional information: patient history: old myocardial infarction, angina. Uf/importer rpt num: mw5057726.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a sprinter legend balloon to expand a stent with restenosis (6-12 months) in the mid rca. The target lesion had moderate calcification and no tortuosity. The physician planned to just use balloon angioplasty to treat the issue. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was not encountered advancing the sprinter legend balloon and excessive force was not used. Multiple inflations were performed on the balloon. A final inflation of 22-24 atm's was performed to expand the stent. It was reported that the balloon then ruptured at this point. During the attempted removal of the device the distal half of the balloon detached/separated in a symmetrical fashion somewhere within the stent. Two 3.0 x 15mm resolute stents were used to trap the balloon fragment. Patient is doing fine and no further patient complications were reported. Still images from the account showed that a radial burst occurred in the mid section of the balloon and the distal section of the balloon was detached.